Event description:
It is reported that in 1995 patient underwent right total hip relacement. Post operatively, patient did well until 2000 when x-rays revealed that the stem had loosened. As a result, in 2001, the femoral stem, head, and acetabular liner were revised.